Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Date of event: (B)(6) 2015. Reported to the FDA on december 08, 2015 . (B)(4).

Event description:
It was reported the end user developed a rash with a red, raised bump under the skin barrier in (B)(6) 2015. The rash extended out beyond the skin barrier. In (B)(6) 2015, after an examination by his physician, the end user was diagnosed with cellulitis and was issued a prescription for an antibiotic (augmentin 875mg). The cellulitis resolved following the course of antibiotics. No further patient complications were reported as a result of this event.